Event description:
Complainant alleged that during biomed testing the device powered up intermittently on ac and dc power. Complainant indicated that there was no pt involvement in the reported malfunction.